Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. Following pre-dilatation with a 2.0mm balloon catheter, a 2.75x38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, it was noticed that a stent strut was slightly damaged and lifted. Subsequently, dilatation was performed again and the procedure was completed with a 2.75x32mm synergy¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 540mm distal to the distal end of the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. Following pre-dilatation with a 2.0mm balloon catheter, a 2.75x38mm synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient's body, it was noticed that a stent strut was slightly damaged and lifted. Subsequently, dilatation was performed again and the procedure was completed with a 2.75x32mm synergy stent. No patient complications were reported and the patient's status was good.